Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor broke during insertion. The broken piece was removed from the patient. The rest of the anchor remained in the patient. A backup device was available to complete the procedure following an extended delay to retrieve the broken piece. No patient injury was reported.

Manufacturer narrative:
Device examination was not possible since it was not returned by customer. The investigation could not draw any conclusions about the reported event without the return of the device.